Event description:
It was reported that the patient presented for a generator change out procedure due to elective replacement indication. During the procedure, it was observed that the right atrial was dislodged. The lead was capped on (B)(6) 2017 and was not replaced due to the patient having chronic atrial fibrillation. The patient¿s condition was reported to be unremarkable.